Event description:
Patient had passed away due to "grand mal epilepsy" it was reported that treating physician did not believe that the patient's death was related to the vns therapy system. The vns therapy system was not explanted prior to burial and will therefore, not be returned to manufacturer for analysis. No response has been received to manufacturer's requests for additional information from treating physician (via fax x1, via telephone x1). Investigation to date contains neither allegation nor supporting evidence to indicate that the vns therapy system was a causal or contributing factor to the patient death.